Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this cardiac resynchronization therapy defibrillator (crt-d) was removed due to an elective replacement indicator (eri). There was no allegation against the device. It was returned for warranty consideration. This event was created due to laboratory analysis.